Manufacturer narrative:
The unit was rec'd and visually and mechanically tested upon receipt. Based on the mechanical testing, we were unable to verify the reported complaint. The unit tested good, though it had a cut cord, which is not repairable. The handle assembly was replaced. The unit passed all tests prior to being released.

Event description:
Neurospecialist was conducting an eval with a dr at ucsf. The observed that the handpiece was melting the flue within eight secs of use. They were viewing under the microscope and immediately noticed the melting, with the material melted against the handpiece. No melting material came in contact with the pt. The flue was replaced, but the hand piece did not function properly as the tumor was not being aspirated. Another handpiece was used a 24k neuro short. The handpiece had to be sterilized prior to use which took approx 30 mins. In the interim, the physician was using a bipolar to remove tumor. Once the 24k neuro was sterilized, the surgery continued and this handpiece functioned as expected. The 24k micro was last used about three weeks and worked fine.